Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they were sitting by the pool at water park. Insulin pump had scratches. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to corrosion and mold in or around the battery connectors, and at various locations on both sides of electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly. Plus the middle (enter) keypad button is cracked.